Event description:
The lay user/pt contacted lifescan on (B)(6) 2006 and alleged that she was having issues with setting the date/time on her one touch ultra meter. The medical affairs specialist called and spoke with the pt on (B)(4) 2006 and obtained further info. The pt informed the mas that this was a brand new meter and she was having trouble setting the date and time on the meter (meter was stuck in the setup mode). The pt attempted unsuccessfully to set the date/time on (B)(6) 2006. Since the date/time was not set, the pt was not able to test her blood glucose. The mas again confirmed that this was a new meter. On (B)(6) 2006 when the pt attempted to test on the new meter, she was unable to do so due not being able to set the date and time on the meter. The pt further mentioned that she was experiencing frequent urination and went to the emergency room. The hospital meter result was 265 mg/dl. She was not given any treatment at the hospital and was told to go home and take her insulin. The pt did not recall how much insulin she took upon arriving at home. However, she mentioned that it was her ¿usual amount¿. At the time of troubleshooting, it was verified that the pt had recently not changed the settings through the meter or the software. The pt was walked through the set up mode and the date/time was properly set. The pt informed the mas that she was able to test her blood glucose on the meter since then. This complaint is reported because the pt was not able to set the date/time on the new meter (user error) and she was not able to test her blood glucose. The next day, she experienced symptom of hyperglycemia. The hospital meter result also reflected hyperglycemia and the pt was advised to take insulin. A replacement meter, control solution, and test strips were sent to the lay user/pt.